Event description:
During surgery when the bipolar assembly was snapped together with the head in place, the head did not move freely. Completion of procedure was suspended until a new implant was delivered.